Manufacturer narrative:
Hemoglobin a1c reagent performance was ok. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced the vessel vacuum valve and flushed the vacuum lines. He flushed the tubing for the probes and drying stations. He verified the drying check was carried out successfully. The ultrasonic mixer alignment and operations were checked with passing results. He performed a full instrument check and had successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 results for 10 patients tested on a cobas c513 module. The customer has experienced erratic qc. The customer confirmed qc was acceptable before patient testing. The initial results were not reported outside the laboratory. The customer performed additional testing on each patient sample for confirmation. On 25-aug-2020, the customer reported the following questionable results: patient 1's initial result was 7.3%, and the patient's repeat results were 5.6% and 5.5%. Patient 2's initial result was 10.4%, and the patient's repeat results were 8.9% and 8.6%. Patient 3's initial result was 10.9%, and the patient's repeat result was 7.5%. Patient 4's initial result was 10.2%, and the patient's repeat result was 7.1%. Patient 5's initial result was 7.3%, and the patient's repeat result was 5.4%. Patient 6's initial result was 7.1%, and the patient's repeat result was 5.9%. Patient 7's initial result was 11.2%, and the patient's repeat result was 7.8%. The field service engineer discovered issues with a system valve and a stain on incubator bath windows. He replaced the stained incubator bath windows and the system's valve. He performed checks and flushed the system's tubing. He replaced the sample probe syringes and sample probes. He performed several runs of qc. On 08-sep-2020, the customer reported additional questionable tina-quant hemoglobin a1c gen.3 results. Patient 8's initial result was 9.2%, and the patient's repeat results were 6.0% and 6.0%. Patient 9's initial result was 8.8%, and the patient's repeat results were 5.8% and 5.7%. Patient 10's initial result was 7.2%, and the patient's repeat results were 5.5% and 5.5%. Hemoglobin a1c reagent lot number was 45811501 with an expiration date requested but not provided.